Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device was optically and technically controlled and passed all the tests.

Event description:
On (B)(6) 2013, pt reported an infusion set was unintentionally released from the insertion device. The release button did not work when he tried to insert the infusion set into his skin. He pointed the insertion device away from himself and tried to manually remove the infusion set. The infusion set was unintentionally released, and the adhesive caught his finger, "swung around", and the needle punctured his jaw and hit his tooth. Pt's technique was reviewed and the insertion device was used correctly. There were no foreign objects in the insertion device. The insertion device was replaced and requested for eval. He was also sent sample infusion sets. He did not require treatment from a healthcare professional or second party to address the issue.